Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.4cm was returned for analysis. The portion of the lead that was returned was normal.

Event description:
It was reported that patient presented to the hospital with syncope due to ventricular arrhythmias. Patient was converted only after external defibrillation. Device interrogation revealed an alert for over current detection indicating lead issue. Lead was explanted and replaced. Patient was stable before, during and after the procedure.